Event description:
The patient took a pcr test with curative and received a positive result on (B)(6) 2021. The patient then took three subsequent tests (two on (B)(6) 2021 and one on (B)(6) 2021) and received a negative result for all three. All three subsequent tests were taken outside curative. The patient claimed to have received a false positive.

Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in metabase (patient database) that the patient did receive one positive curative test result. The patient's test sample was collected on (B)(6) 2021 at 8:02am. The result for this test was released on (B)(6) 2021 at 2:56am as positive. The patient's sample resulted in a viral CT value of 34.0 which is in the positive range. No corrections were made to this test report upon release to the patient. Per the clinical lab's investigation, the patient's sample resulted in a viral CT value of 34.0, which is in the positive range. All samples with a viral CT value under 36 are considered positive. In addition, this sample is not in the repeat range which is when the viral CT value is between 36 and 40. The patient's sample was located on the g8 position on (B)(4). Adjacent to well g8, g7 was an empty well that had no human or viral amplification, f8 was negative, g9 and h8 were positive. The sample on well g9 had a viral CT value of 35.9 and the sample on well h8 had a viral CT value of 28.3 - both of which resulted in positive results. Samples that have been contaminated typically would have a viral CT value of greater than 5-7 CT units from the most positive sample near the target well (which correspond to the lowest CT value). Due to the sample on well h8 having a low viral CT value, about 6 viral CT units from the patient's sample, there may have been contamination to the patient's sample on well g8. The patient's sample was located on (B)(4) at position g8. Plates (B)(4) (position g8 is negative) and (B)(4) (position g8 is negative) and (B)(4) (position g8 is positive) were extracted manually together by a cls (clinical laboratory scientist) using filter lot # 599979, kit lot #599906, tcep lot #011121jt-tc1, wash buffer lot # 011221em-ng1 and elution buffer lot # 599822 for all four plates. There is no evidence of contamination of mastermix 247 which was used for the qpcr process. Moreover, the reagents used to test the patient's sample were within specifications, not expired, and all qc passed. In conclusion, the investigation shows that the patient's claim of false positive may be valid. Possible contamination to the patient's sample could have resulted in a false positive.